Event description:
It was reported that during a total gastrectomy procedure, the staples malformed due to misalignment of the anvil. The case was completed using sutures. There was no reported pt consequence.